Event description:
During preparation of cardiopulmonary bypass surgery, the cannula vent cap was difficult to remove. The pull-tab separated from the cap before the cap was sufficiently loosened. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Note: the primary reason for the blue vent cap being difficult to remove and/or the pull tab breaking off is the mold process injection speed parameter by which the cap was produced.